Manufacturer narrative:
Date sent to the FDA: 12/12/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2012 during which the surgeon noted ¿massive adhesions of a large portion of the omentum and the whole transverse colon to pieces of mesh, which obviously became torn apart, causing the recurrence. The surgeon then excised the previous scar, lysed extensive adhesions around the stomach between the liver, the stomach and the anterior abdominal wall and excised portions of the mesh and the sac¿ it was reported that the patient experienced severe pain and inflammation. No additional information is provided.